Event description:
It was reported on (B)(6) 2012, the patient had no stimulation sensation which started approximately 15 months prior. It was reported the patient's healthcare professional (hcp) told the patient her stimulator was working. It was also reported, the patient never had therapeutic effect and she had not "used" the device in 18 months. It was unclear whether the patient's stimulator had been on for the 18 months. It was noted there was no known accident or incident related to the event. It was reported, the patient could not feel stimulation on any of her 4 programs. It was reported on (B)(6) 2012, the patient had not felt stimulation for "1.5 years." It was noted, the patient had seen a manufacturer representative for reprogramming. Additional information received on (B)(6) 2012, reported at the patient's last appointment with her physician on (B)(6) 2011, the patient was "happy and doing well." Additional information received (B)(6) 2012, reported the patient's device was removed in alaska on an unknown date. It was noted the patient's "wires were frayed and some were still in." A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID, 3093-33 lot# v284289 serial# implanted: 2009 (B)(6), explanted: 2012 (B)(6). Product type lead product ID, 3037 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).